Event description:
It was reported that a consumer experienced pain initially after wearing contact lenses. Consumer sought medical attention from ecp on (B)(6) 2022 and was diagnosed with corneal ulcer on the right eye. The consumer was prescribed with unspecified antibiotic drops. At the time of this report the current status of consumer¿s eye is not medically resolved. Further information cannot be obtained.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. No visual evidence has been provided by the customer, such as photographs or videos. Therefore, a failure of the device, labeling, or packaging to meet specifications could not be confirmed. Based on the results from the product and batch history record review, the product met release criteria. A complaint history review was performed and revealed no similar complaints reported against the associated lot and no similar complaints for adjacent lots and lots manufactured and packed during the same time period at the same production line. A review of the most recent trending report was performed. Per most recent trending report, no associated trend(s) were observed. The root cause for the customer¿s reported event(s) could not be determined, therefore, specific action cannot be taken. The investigated lot was manufactured in full accordance to process specifications and the finished product met all release criteria at the time it was released to market. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).